Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease: location of effective and ineffective leads. Stereotact funct neurosurg. 2009;87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced improved dyskinesia, but persistent rigidity, bradykinesia, and gain impairment following initial lead placement. The lead was determined to not be optimally placed. Following unilateral lead revision the pt experienced gait improvement and no adverse effects. See literature article with MFR report #3007566237-2009-08911.